Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative mentioned that the surgery was planned for tomorrow. They might try to reposition it. It will likely not be sent back. Patient weight was still unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a from a healthcare professional manufacturer representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that implantable neurostimulator (ins) was migrating through the implant incision. The healthcare professional thinks it was cellulitis and an infection. The patient will be taking back to surgery to remove or revise it. A surgical intervention has been planned and scheduled - (B)(6) 2018. There were no further complications or anticipations reported with this event.